Manufacturer narrative:
The device was not returned to the manufacturer. A follow up medwatch will be submitted once the investigation is completed.

Event description:
It is reported that the universal modular electric/battery double trigger handpiece doesn't switch off. There was no patient involved at the time of the event.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, part number 89-8507-400-00, serial number (B)(4), was returned for complaint investigation. Upon receipt, it has been confirmed that the motor was noisy and the battery support was cracked. The motor, the battery support were replaced. The controller board and the heat shrink were replaced for repair purpose and the trigger/controller boards wire was replaced for update. The reported defect, "the handpiece doesn't switch off" was not confirmed. The device was returned to the customer.